Event description:
It has been reported that during surgery that the motor did not work properly. It was reported that the device turned on but it did not run. There was no report of patient injury or medical/surgical intervention associated with the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.